Event description:
It was reported that during a coronary artery drug eluting stenting procedure, difficulty advancing the stent was encountered. The taxus express2 8.8% 2.50 x 12 mm drug eluting stent could not be advanced through a tortuous lad lesion. The physician then encountered difficulty withdrawing the stent back into the sheath, however, the blood flow remained good. The whole delivery system was then removed without incident. No pt complications have been reported. No additional info is available at the time of this report.